Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine and bupivacaine via an implantable pump. It was reported that patient had a pocket revision due to pump flipping. Pump was sutured down to connective tissue to prevent future occurrences. Environmental/external/patient factors that may have led or contributed to the issue included patient age and physical condition. The pump was interrogated and was running appropriately and providing medication delivery as expected. The issue was resolved at the time of this report.